Event description:
Patient found lying on the floor next to her bed when asked did you fall she said "yes" and then said that she was thrown against the wall. She denied any injury able to move all extremities denies pain. Neuro within normal limits. Manufacturer response for pulsate mattress, pulsate 35 (per site reporter): sizewise rep explained that a pulsate mattress should only be used for a patient who is non-ambulatory. It is not intended to be used with patients who can get out of bed. There are other options available for ambulatory patients.